Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 30 minutes after start of an infusion of thymoglobulin via the pump, the tubing appeared to be leaking. Upon inspection, the clinician found a tear in the tubing near the bottom of the silicone segment. Although there was a delay in the administration of the medication, there was no patient harm.